Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the procedure. Per the reported information, the cause of the altered level of consciousness was unknown and the patient did recover with no long term deficit. Neurological deterioration is a known inherent risk of endovascular procedure and is documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2017-00374, 2029214-2017-00375, 2029214-2017-00376.

Event description:
Medtronic received the following report through literature review of ¿embolization of peripheral high-flow arteriovenous malformations with onyx¿ saeed kilani m1, lepennec v2, petit p3. Diagn interv imaging. 2017 mar;98(3):217-226. Patient was reported to have developed altered level of consciousness, after the first session of embolization for facial arteriovenous malformation (avm). Unenhanced computed tomography (CT) image brain was performed and revealed no abnormalities. On diffusion-weighted mr images there were multiple lacunar areas of restricted diffusion in both cerebral hemispheres suggestive of embolic stroke. No long-term neurological deficit was noted during the period of follow-up (21 months). The presumed etiology retained was off-target embolization with particles through shunts between external and internal carotid branches feeding the facial avm or by reflux. The possibility of embolic material migration was not considered due to absence of intracerebral hyperdense material seen on the unenhanced CT images. The patient recovered progressively uneventfully with no late neurological deficit and was also reported to have fewer epistaxis but not completely cured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.